Event description:
User tried glove product for the first time. Within 10 minutes, user developed a rash on hands that spread up arm. User then experienced difficulty breathing and was sent to the clinic to be treated for anaphylactic symptoms. User was given epibare and was treated as an outpatient.